Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter state: address information was not able to be obtained, therefore, (B)(6) was used as a place holder. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the unspecified bd vacutainer plastic citrate tubes, the device experienced erroneous results. The following information was provided by the initial reporter. The customer stated: it was reported by the author of the literature review that erroneous prothrombin (pt) and activated partial thromboplastin time (aptt) results from a 30-year old man. The falsely prolonged ¿screening¿ coagulation test caused an unnecessary delay in the patient¿s procedure and raising anxiety in the patient.